Event description:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging visualization of particles in the air path. There is no allegation of serious or permanent harm or injury. The patient required no medical intervention. The patient reported using an ozone-based disinfection device, freyat CPAP cleaner and sanitizer. Additional information from the patient indicates there is no allegation of particles or residue in the device. Section h - device problem code - there is no allegation of degradation.

Manufacturer narrative:
The device has not been returned to the manufacturer.